Event description:
It was reported that the patient recharger was not working. They stayed that the battery bars are scrolling rapidly. They stated that they attempted to reset the recharger but the issue was persistent. They stated that recharger does not register on dock or when attempting to charge the implant. They states the patient is in a nursing home and the nurses that attend to the patient sometimes do not know how to use the dbs device. They states they tries to train the nurses on how to turn the implanted neurostimulator on or charge it but it is difficult because there is a new nurse almost every night and it is so difficult. They stated that the patients implant is off due to not being able to charge. They stated that they try to charge the implant everyday. They stated that due to the patient's settings the implant depletes quickly. They mentioned that they saw the patient yesterday and the implant was off. The agent reviewed once the implant gets below 25% it automatically turns off and the only thing that can be suggested is to try charging longer if possible. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. An email was sent to the repair department

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(4). Analysis of wr9200, serial/lot #: (B)(4). Recharger found patient complaint confirmed. Led#s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.